Event description:
It was reported that the ventilator's display was changing colors. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised that the graphic user interface (gui) central processing unit (cpu) was at fault. Medtronic was not authorized to service the ventilator.